Event description:
The facility reported a colleague infusion pump with a failure code of 808:02. The event was reported to have occurred during biomed testing in the biomedical service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was a faulty pumphead module. The pumphead module has been replaced. A follow-up emdr will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause is a defective phm (pumphead module). The phm has been replaced. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).